Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, a visual inspection of the pump revealed a crack across the top of the cartridge compartment. The cartridge cap was able to tighten securely to the pump. Unrelated to the complaint, investigation revealed that the display was and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.